Event description:
It was reported that the patient missed a pump refill appointment. The pump was refilled in (B)(6) 2014 and only 20ml was placed in the reservoir. The patient missed a refill date in (B)(6) 2014. Low and empty pump reservoir alarms occurred and were confirmed; however, dates were unknown. The patient did not hear the alarms until a week prior to the report. The healthcare provider aspirated 0.25ml out of the pump reservoir and refilled the pump with the same concentration of medication. The pump was programmed to a lower daily dose (previously 372mcg/day) as it was unclear how long the patient had been without drug. The patient was called several times over the following week and had no symptoms; same as always; no withdrawal symptoms prior to refill. There was no issue during the refill. The physician stressed to the patient to report alarms and to keep refill appointments. Patient history included paraparesis of lower extremities and multiple sclerosis (secondary progressive). At the time of the event, the patient was also taking oral alendronate, copaxone, gabapentin, oxybutynin, tizanidine, and calcium with vitamin d. Patient outcome was reported as recovered without permanent impairment. The device system delivered lioresal 2000mcg/ml.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8703w, lot# l50557, implanted: (B)(6) 1998, product type: catheter; product ID 8703w, lot# l47177, implanted: (B)(6) 1998, product type: catheter. (B)(4).